Manufacturer narrative:
(B)(4). The lv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced an infection. A revision was performed and the system was explanted. Following the extraction procedure, this patient experienced complications and developed cardiac tamponade. The patient subsequently died the same day.